Event description:
User received false negative leukocyte results for three pt samples. The following two pt examples were provided. Sample 1: initially gave neg from analyzer, microscopic reading gave 15-20 wbc/hpf. Sample 2: initially gave neg from analyzer, microscopic reading gave 30-40 wbc/hpf. No pt results were reported. The user will adjust analyzer reflectance settings for leukocytes and validate these changes. If additional info is received, appropriate notification will be provided.